Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm. The customer¿s blood glucose was unknown at the time of incident. The customer sate that displacement test was performed and test result was no reservoir detected advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.